Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a mode other than monitor+therapy. Latitude detected a red alert due to this programming, and the clinic was notified. To date, there have been no reported adverse patient effects related to this clinical observation.